Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "intracapsular rupture in the left inferomedial quadrant of the left breast implant." Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported, left side. "Intracapsular rupture in the left inferomedial quadrant of the left breast implant". Device has been explanted.

Manufacturer narrative:
Clarification to d9: no confirmation yet ,that device has been received by manufacturer. Device photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided.